Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The cgm was displaying low and the bg was not checked. It was not specified nor clarified if the patient had symptoms at that time. The patient self-treated the low with carbohydrates. An unspecified time later on, the patient experienced malaise, fatigue, and vomiting. She felt confusion as well. Her roommate then accompanied her to the emergency room at around 4:30pm that day and when she got there they took her blood using a glucometer and it was 467 mg/dl. The cgm was still low. She said they gave her medication for nausea (she does not know the name of it) and she administered insulin herself. The first shot was 5 units and after 30 minutes she administered another shot of 5 units. When her unspecified levels dropped down to 250 mg/dl, they discharged her at around 8:00pm the same day. She was not able to check her cgm since she already took off the wearable. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.